Event description:
The rotablator device stalled during ablation. The vessel closed down and the physician stented. Prior to putting in the stent, the pt was placed on a balloon pump. The pt was monitored and the next day the pt's condition had improved.